Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted troubleshoot over the phone. The fse advised the customer to clean the reference (ref) block and replace the ref electrode. The customer replaced the ref electrode which resolved the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is(B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated four (4) erroneous ise (ion selective electrode) patient results with negative anion gap (agap). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.